Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that after using the two retriever devices, extravasation occurred. The physician reversed heparinization by administering the patient 1ml IV of protamine. The extravasation was resolved. The physician¿s opinion of the event was that it was related to the retriever device(s). The patient¿s current condition is unknown. No further information is available.

Manufacturer narrative:
Lot # updated to unknown. Although lot # 1056 was reported as the subject device lot number, a review of the device history record could not be performed because the lot number was incorrect. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that after using the two retriever devices, extravasation occurred. The physician reversed heparinization by administering the patient 1ml IV of protamine. The extravasation was resolved. The physician¿s opinion of the event was that it was related to the retriever device(s). The patient¿s current condition is unknown. No further information is available.